Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged air/water channel due to foreign material inside the channel. There were no reports of patient involvement.

Manufacturer narrative:
Correction: h4 - 16 jun 2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, "foreign material clogged the air and water supply channel" was confirmed. The foreign material was not identified. It is possible that leakage of the bending section cover prevented proper reprocessing, therefore; the foreign matter could not be removed. Hence, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.